Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted from the emergency department on (B)(6) 2015 with a complaint of fatigue and dyspnea on exertion to the point where they could not walk across their house. The patient was treated for hemorrhagic-hypovolemic shock. They were transfused with four units of packed red blood cells (prbc) and four fresh frozen plasma (ffp). The source of the bleeding was identified as three bleeding gastric arteriovenous malformations (avm) which were cauterized and four polyps removed from the colon. There were also decreased lavd flows, likely due to the gastrointestinal bleed (gib). Leukocytosis was noted with positive urine cultures which trended down through their hospital stay. The patient was discharged in stable condition on (B)(6) 2015.